Manufacturer narrative:
B5: the reporter indicated the patient had some pressure issues after icl implantation and was referred to a glaucoma specialist. H6: health impact- clinical code: 4581 - pressure issues. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens into one of his patients and has now reported a problem. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).